Manufacturer narrative:
(B)(4). Non conforming crimp assembly. The analysis showed that the ats45 instrument was received with the anvil closed and the closure ring extended from the flex neck due to a insufficient closure ring crimp. A reload was received loaded on the device, fully fired and with the spring cartridge lockout normal. No functional test could be performed due to the condition of the device. No conclusion could be reached on why the closure ring crimp was insufficient. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a partial cystectomy neobladder procedure, the device was used with a white reload. It was position on the bladder, the jaw was closed, waited and then fired. When the anvil release button was pushed the jaw would not open. Several unsuccessful attempts were made. Tried to pull the closing lever forward and the jaw partially opened so the device could be safely removed. The staple line was intact. A new device was opened to complete the procedure. There was no adverse consequence to the patient.